Manufacturer narrative:
Acorn does not have any record that the user reporting the (B)(6) 2020 incident prior to 5/24/2021. The stairlift was not used as intended. The stairlift is intended to take users the length of the stairs without interruption. When the user decided to turn off the light switch, mid travel, the user stopped using the stairlift for its intended use. Additionally, the user was not wearing the seatbelt, which could have keep her from falling out of the seat when she attempted to turn off the light. Acorn sent an out of specification letter reminding the user to sit back in the seat and wear seatbelt when riding the stairlift.

Event description:
On 5/24/2021, the user contacted acorn stairlifts, inc. (Acorn) for an annual inspection and reported that on (B)(6) 2020 she fell out of the stairlift. While riding up stairs, the user noticed she needed to turn off the downstairs lights. The user attempted to turn off the light switch on the opposite wall while the stairlift was moving and fell out of the chair. The user was taken to the ER and was diagnosed with a broken left shoulder.